Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated rubbery top part of his keypad is peeling from the pump for the last couple of days and reports up down and ok buttons have been hard to press for the last couple of days as well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was observed to be torn, exposing the button contacts. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage. The ok keypad button responded properly. The contrast keypad button was difficult to press and required increased force to elicit a response. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Additionally, a crack was found along the battery compartment. Evidence of moisture ingress was observed in the pump. Corrosion was found on the vibration motor and within the battery compartment. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.